Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. The unit returned has cannula damaged, as part of overall visual revision. The device was returned with the metal cannula stuck inside it. The cannula was found bent/kinked at the proximal section, moreover the catheter is buckled/accordion at the distal section and the suture is broken, no other anomalies or damages were encountered. An attempt to remove the cannula was done and it was not possible to remove it. On dimensional inspection. A cross section cut was performed in order to measure the tip step. The tip step and the catheter working length were within specifications. After performing the cut the cannula was released, the cannula outer diameter (od) was measured at three locations using the micrometer. The metal cannula od's were found within specification. The metal cannula length was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-oct-2016. It was reported that difficulty removal of the stylet occurred. A flexima(tm) apdl was used to drain the bile duct. During the procedure, after the device was inserted into the bile duct, an attempt to removed the inner metal stylet was made. However, it was unable to be removed. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the suture was broken.